Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after priming the pod and putting it on the daughter the needle did not insert the cannula into the site. It was also reported that the cannula was out of the site bent in the form of an l. As treatment, the pod was removed and successfully activated a new pod.

Manufacturer narrative:
The device was received not deployed. The download data from the device shows the pod completed 36 first prime pulses and was deactivated at 46 pulses. Rotational sensor errors were observed in the download data which caused the first priming sequence to end prematurely, resulting in the completion of second prime without the needle mechanism deploying. An 0x41 rotational sensor error alarm was also observed in the download data due to the rotational sensor errors. The pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No alarms were replicated during the rerun, although a rotational sensor error was replicated in the rerun data. The needle mechanism deployed as expected during the rerun. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and rotational sensor springs. This contamination contributed to the abnormal rotational sensor data that prevented the needle mechanism from deploying and generated the 0x41 alarm. Since the needle mechanism did not deploy during operation, it was not possible for cannula assembly to insert into the infusion site or for the soft cannula to become bent/kinked.